Event description:
The customer reported that their device would enter into a boot loop and not complete the power on cycle. Because of this boot issue, the device would not run the user test and could not be used for defibrillation if needed. There was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center. The cause of the reported failure was observed to be a thermally sensitive integrated circuit chip, designator u61 from the system controller pcb assembly.